Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The pump did not alert to customer that blood glucose was low. And also reported discrepancy between sensor glucose and blood glucose values. Customer reported blood value of 23 mg/dl treated by visit to emergency room, intravenous insulin drip. The customer reported loss of consciousness symptom was treated with emergency room visit. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose and confirmed that sensor glucose blood glucose are 87 and 26 mg/dl respectively, customer reported a difference which was not within range. Troubleshooting was performed for hypoglycemic event and confirmed that the customer was using the auto mode/smart guard feature at the time of the event and customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed and confirmed a damage in the back of the pump. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.